Manufacturer narrative:
The devices remain implanted in the patient, therefore they are not available for direct product analysis. Reference medwatch # 2017233-2020-00436 for other device.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent endovascular treatment of occlusion of the aorta and bilateral iliac arteries using gore® viabahn® vbx balloon expandable endoprosthesis(vbx). It was reported that the iliac arteries were highly calcified, and that the two vbx were placed by kissing stent technique. It was not reported which vbx were placed at which side. The procedure was completed without any issues. In mid (B)(6) 2020, the patient complained pain on the left leg, and she reported that the pain had recurred approximately two weeks after the initial procedure. An examination imaging revealed the vbx at the left common iliac artery was compressed and almost occluded. On (B)(6) 2020, a reintervention was performed. The vbx was relined using two additional stent grafts. The patient tolerated the procedure. The physician reported that the vbx might have been compressed by spine since the patient has a strong tendency to bend forward when standing position.

Manufacturer narrative:
Corrected data: h6. - conclusions code 1.

Manufacturer narrative:
Corrected data: h6. Results code 1. H6. Conclusions code 1. Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
Corrected data: d2. - common device name. Additional manufacturer narrative: gore does not know which bxa085901j (lot #21632338 or lot #21632340) was implanted in the left iliac artery. Therefore, two medwatch reports have been submitted - reference medwatch #2017233-2020-00436 for the second device report.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) (B)(6); manufacturer/compounder: w. L. Gore & associates, inc. Lot #21632338. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.